Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 6.2; retest inratio: 2.5. Results done within mins of each other. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Per technical services representative, pt was testing the same finger. Re-sticking the same site may have caused pre-analytical errors in fingerstick. Inratio precision data provided by end-user lot: date: (B)(6) 2011; 1st inr: 6.2; 2nd inr: 2.5; mean: 4.35; sd: 2.62; %cv: 60.14. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot 243934 on (B)(4) 2011 met precision criteria. Test results are as follows: donor 58 = 2.6, 2.5, 2.5 inr; donor 59 = 3.0, 2.8, 3.1 inr. In-house test results have 2.28% and 5.15%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. Customer using same finger for 2nd finger stick. Package insert advises customer to use new finger for each finger stick. No product was expected to be returned. Retained strip test result comparison met precision criteria. (B)(4). Action threshold has been reached. Since strip lot released, 17 in-house therapeutic sample tests have been performed with 102 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.